Event description:
The intraocular lens was removed and replaced due to the patient's complaint of halos.

Manufacturer narrative:
Returned lens was optically inspected and met manufacturing specifications. Halos and glare are a known and labeled possible side effect multifocal lens implantation.